Manufacturer narrative:
Throughout the investigation a product problem was not found. Based on the data provided, the curve showed low-level amplification and appears to be an lod sample or the result of contamination. Additionally, there was only 1 other positive result in the batch run so batch contamination is not likely, but rather environmental contamination. Each sample tested was a newly collected sample on differing collection dates and the only positive result was the new sample collection from 3/28. It seems these results are not very comparable as they are all from new sample collections, it is always possible there was contamination present due to the patient being tested 4 days later after admission to the hospital or an lod infection. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from the united states alleged a discrepant result for a single patient while using the cobas sars-cov-2 & influenza a/b qualitative nucleic acid test for use on the 6800/8800 system. The alleged sample initially generated a negative result for sars-cov-2 on the cepheid assay on (B)(6) 2022. Per hospital policy, the patient was tested again via a new sample collection on (B)(6) 2022 on the cobas 6800 which generated a positive result. A new sample was collected on (B)(6) 2022 and run on the same day on a competitor platform (cepheid) which generated a negative result. Finally, the same sample collected on (B)(6) 2022 and a new sample collected on (B)(6) 2022 were run on the cobas 6800 and generated negative results. All results were released. No harm was alleged. An investigation was conducted to evaluate the customer issue. Per FDA¿s eua guidance, 1 MDR will be filed.